Event description:
It was reported that there was a "fissure of the venous port" this occurred (2) times involving the same lot. No pt complication.

Event description:
Device inserted in 2003, removed the following month. No patient complications with event.